Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The table gantry pcb assembly (tgi) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.